Manufacturer narrative:
(B)(4). It was reported performance breakage suture. Two needle of product code w8556, lot mkj535 were returned for analysis. The product code is double armed. During the visual inspection of the needles, the swage and attachment area were noted to be as expected; however, marks on the edge of needle that appears to be by use of surgical instrument and remnant of suture into the barrel hole of a needle was observed . In the another needle a suture piece still was attached to barrel needle and the end of the suture was cut. In addition, the other section of the suture was not returned. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.